Event description:
It was reported by representative that (1) lcsb5 was opened and assembled prior to a laparoscopically assisted vaginal hysterectomy. The device would not work. Opened another device to complete the case. There was no consequence to pt.